Event description:
It was reported that the right ventricular lead exhibited high thresholds; x-ray revealed that the lead had lost all slack. During the procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient experienced no adverse consequences and was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.